Manufacturer narrative:
Sections b1 and b2 were updated. The patient was allegedly treated based on the initial troponin t result (373 ng/l) and reportedly had "further intervention based on the result and that the patient had to stay in the hospital and it wasn't warranted." The customer has not provided any clinical follow-up information regarding this allegation nor what the impact was after numerous requests for what treatments and therapies were provided. The clinician caring for the patient had recognized the issue following the troponin t result from a second sample (19 ng/l) an hour after the initial result prompting repeat testing of the original sample (18.5 ng/l). The decision to keep the patient in the hospital was likely based on the overall clinical condition of the patient and not a single laboratory result. However, at this time there is insufficient information to ensure this was the case, and therefore, sections b1 and b2 were updated out of an abundance of caution. Section d4, serial number was updated.

Manufacturer narrative:
The troponin t reagent lot number was 79515701, with an expiration date of 30-sep-2025. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 373 ng/l. A second sample was collected from the patient one hour later and tested, resulting in a troponin t value of 19 ng/l. Based on this value, the value from the first sample was questioned by the provider. The complained sample was then repeated, resulting in a troponin t value of 18.5 ng/l. The complained sample was repeated ten additional times on (B)(6) 2024, resulting in the following values: 16.6 ng/l, 18.0 ng/l, 17.1 ng/l, 17.9 ng/l, 16.8 ng/l, 17.3 ng/l, 17.4 ng/l, 17.8 ng/l, 17.1 ng/l, and 17. 4 ng/l.

Manufacturer narrative:
The last calibration performed on 23-oct-2024 was successful. Quality controls surrounding the event were within expected ranges. Upon review of the alarm trace, many abnormal aspiration, sample foam detection, sample clot detection, and abnormal sample probe aspiration alarms were observed on the day of the event. These are indicators of poor sample quality. The field service engineer replaced syringe seals and pinch valve tubing. The reagent probe, main pump pressure, and gear pump pressure were adjusted. An instrument check was performed and passed. Controls were run and recovered within range. Precision studies were performed and recovered within guidelines. The investigation could not identify a product problem. The issue was resolved after the service actions were performed, but a specific root cause could not be determined.